Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that several bedside chargers broke open into two pieces when the user forgot to unplug it when going away from a bed and the charger is mounted on it. There was no patient injury reported. (B)(4).